Event description:
Vf arrest, CPR in progress. Patient shocked using zoll monitor with zoll pads. Pads applied directly to skin. No gaps and skin was clean and dry as had been instructed. A spark traveled across the front of the pad on the external side and then a burning smell was present. No burn marks noted on patient's skin. No staff injury noted.